Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Three pictures and a sample were received for evaluation. In the pictures, liquid was observed in the filter. The product sample was received decontaminated without its original packaging. During visual inspection, the unit was visually inspected under normal conditions of illumination and no defects were observed. During functional testing, leak testing was performed using a syringe and a leak was detected in the valve disc. The most probable root cause for the leak in valve disc is due to an operator oversight during the adhesive operation. An awareness notification was conducted by the quality engineer to the production personnel to avoid the oversight the adhesive operation.

Event description:
Information received a smiths medical fluid warming/level 1 hotline accessories malfunctioned. During the use of the product, leakage of fluid from the air vent filter was observed. So the customer stopped using it. The exact usage time was not certain, but the product may have been used for more than 3 hours. No patient injury.